Manufacturer narrative:
The referenced device was not returned to olympus for evaluation. As part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no further information was obtained. A review of the device history records could not be conducted as no lot / serial was provided. The root cause of the reported event could not be determined as there was insufficient information. However, if additional information becomes available a new investigation activity will be raised and this report will be supplemented accordingly.

Manufacturer narrative:
Device has not been returned for evaluation. The customer¿s complaint was not confirmed. No findings available. The cause could not be determined. No further information was reported.

Event description:
The customer reported to olympus broken castors. There was no patient injury reported.